Manufacturer narrative:
Insulin pump had white display with vertical and horizontal colored lines due to cracked lcd glass at chip ledge. Analysis was unable to verify missing segments due to display anomaly. Analysis was unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The electronic assembly and motor had moisture damage. No crack noted on the display window. Insulin pump had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a cracked display. Customer's blood glucose level at the time was unknown. It was reported that the damage was caused at customer's work. The insulin pump was returned for analysis.